Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the alarm and failure to power off was due to a depleted internal battery. The internal battery was recharged to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device was alarming and failed to power off. There was no patient injury reported as a result of this incident.